Event description:
It was reported that during priming with one unit of polyflux, a foreign material was observed inside of the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product shows the product unpackaged and the blood protection cap was attached to the dialysate connector. Moisture is visible in the dialysate connector and on the blood side. Several small brown particles were found in the fiber bundle directly at the dialysate connector. The reported condition was verified. The particles most likely entered the fiber bundle via the dialysate connector. This indicates that the defect most likely did not occur during the manufacture of the product. Possible causes for these particles can occur in a contaminated medium or a contaminated connection, lines during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.